Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed temperature assessment. Therefore, the reported condition was confirmed. This type of damage was an indicative of excessive side loading which wore the bearings out. The assignable root cause was determined to be misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, during testing, it was observed that the attachment device heated up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no information regarding patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.